Event description:
The customer reported that the customer was hospitalized with heart attack due to high blood glucose. Customer stated she feels she is not getting the insulin she needed and did not alarm for high blood glucose. Customer was watching her grandchildren and started to get blurry vision and her daughter called 911. Troubleshooting was done. Customer's blood glucose was 144 mg/dl. Blood glucose at the time of 911 call was 460 mg/dl. Customer had hyperglycemia. Customer was treated with injections. Customer declined to troubleshoot, she stated that the insulin pump is working. Customer will monitor the insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).